Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus deliveries. The customer's blood glucose (bg) level was over 300mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. A supply change was performed and the customer successfully resumed insulin deliveries. A follow-up call was declined by the customer.